Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head experienced image cuts. The issue occurred during a diagnostic interventional hysteroscopy procedure there were no reports of patient harm.